Event description:
It was reported that during implant attempt, high impedance was noted in two different locations. The lead was not used. A replacement lead was implanted and high impedance was noted again, but not as high as the previous lead, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).